Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect clinical code - nodule.

Event description:
Dexcom was made aware on 04/30/2024, that on 04/14/2024, the patient experienced a skin reaction. The sensor was inserted into the arm. On 04/14/2024, it was reported that the patient experienced a skin reaction with redness, inflammation and infection under entire patch area, which occurred an unspecified day after the sensor had been inserted in the arm. The patient experienced a hematoma on the insertion site and it got infected. On 04/26/2024, the patient went to the urgent care and there they performed an intervention and cut open and drained the lump. It was also reported on 04/30/2024, that the reaction was infected again. The patient wasn´t hospitalized, she only had to go to urgent care. They prescribed oral antibiotics clindamycin 300mg 3 times per day. The area was prepared with soap and water before placing the sensor on the body. The patient was in good condition at the time of report. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.